Event description:
A doctor alleged that on two (2) separate occasions, a patient experienced a possible allergic reaction with symptoms of ulcers on the tongue and lip after placement of a temporary bridge with tempbond clear.

Manufacturer narrative:
The temporary bridge was initially placed on (B)(6) 2012. The patient returned on (B)(6) 2012 due to discomfort from mouth ulcerations; the doctor removed the bridge and repeated the procedure using tempbond clear. The patient continued to feel discomfort and returned to the office; the doctor removed the bridge a second time and re-cemented the restoration using a different temporary cement. The patient was instructed to take over-the-counter benadryl. To date, the patient has fully recovered and is doing fine. The returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.